Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on july 27, 2016. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced skin reactions at magnet site; subsequently, the patient was treated with topical antibiotics (date not reported). Clinical management of the patient is ongoing. The implanted device remains.